Event description:
It was reported that during a laparoscopic cholecystectomy procedure, they had fired a few clips and then the clips started scissoring and they went through 2 devices with the clips malforming and used a third device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.